Event description:
Iritis (iritis). Case description: spontaneous report (2002104103us): a physician reported that a pt developed acute iritis with a ceeon lens model 913a/22 diopter post-implant. The lens was implanted in the left eye in 2002. The onset date of the iritis was not provided just that it occurred post implantation. The pt was treated with steroids and is doing better. A batch review of ceeon lens has been requested. F/u in 5/2002: batch record review of ceeon lens mode 913a/22, was completed and showed neither deviations regarding the sterilization process nor deviations regarding the sterility test results.